Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump is alarming upstream occlusion (uso). Res vol 137.8ml. Per reporter, unable to review the delivery settings as keypad is locked due to alarm and patient confirmed there are no occlusions. Per reporter, troubleshooting was unsuccessful. Event occurred while used with patient at home. No patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation waws unable to determine a probable cause.